Event description:
The customer observed errors on the alinity I processing module including pre-trigger inventory level and level sense and aspiration errors on (B)(6) 2022. The customer continued working and reporting patient results despite the errors being generated. After retesting samples, discrepant results were discovered. The following data was provided. Sid (B)(6): initial tsh result on (B)(6) 2022 was <0.01 miu/ml. Repeat tsh result on (B)(6) 2022 was 2.904 miu/ml. Sid (B)(6): initial tsh result on (B)(6) 2022 was <0.01 miu/ml. Repeat tsh result at another laboratory was within the normal range (exact value not provided). Tsh normal range is 0.35 to 4.94 iu/ml. Sid (B)(6): initial total b-hcg result on (B)(6) 2022 was <5 iu/l (negative). Repeat total b-hcg result from a different sample was 592 iu/l (positive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Troubleshooting determined the likely cause of the issue to be a sensor. The part was replaced which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.